Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible with isometric testing. It was unknown whether the patient was exposed to any electrical magnetic interference. All other electrical anomalies were in range. No intervention was performed. No further information was available.